Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of over 600 mg/dl. Reportedly, customer's continuous glucose monitor was not available due to customer running out of non-tandem supplies. Additionally, customer did not recall if bg levels were checked, or if any action was taken to address bg level. Bg was treated with unspecified fluids, and intravenous insulin. Reportedly, customer left the ER 7 hours later with customer in stable condition (bg 200 mg/dl).